Event description:
It was reported that catheter was inserted into the pt through the femoral vein for IV hyper-alimentation approx 1 1/2 years ago. Md didn't notice that guidewire remained in the pt. The pt complained of shoulder and neck pain since the surgery and as a result returned to the hospital to be checked. It was at that time the md found, via CT, the top of the core wire of the guidewire was left behind. Guidewire was surgically removed and there were no further reported complications to the pt.

Manufacturer narrative:
(B)(4). A follow-up report will be filed if more info becomes available.